Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient had elevated blood glucose levels which continued to rise to 30 mmol/l with no reported symptoms even after replacing the infusion set. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that the insulin delivery from the pump was not resolving the blood glucose levels even after changing out pump supplies.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history showed that the pump was manually suspended on (B)(6) 2014 at 17:56 and was resumed at 19:56. The pump basal and bolus delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no alarms occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
An unexplained loss of prime event was observed in the black box on the reported complaint date of (B)(4) 2014 at 1:17pm.